Manufacturer narrative:
(B)(4). Evaluation summary: it has been reported that the surgeon used a b/f offset humeral head with a sidus anchor. This is an off label combination of products. The sidus stem-free shoulder surgical technique states the approved heads for use with the sidus anchor. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon used an offset b/f head in combination with the sidus anchors.